Event description:
Health professional reported prior to implantation "device coiled in the ¿farabeuf¿ (medical equipment) and ruptured." Surgery was completed with back up device.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr 1685501 on 19oct2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening curved on anterior and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on anterior and creases fold. Based on the device analysis the final assessment is: a striated opening on anterior side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.